Event description:
It was reported that the right ventricular (rv) lead impedance was high for one day, but stabilized. The rv lead remains in use, and its impedance will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)